Event description:
A copy of (B)(4)bwas received on (B)(6) 2010. The report was submitted by the pt's children. The event date was (B)(6) 2010 and event outcome is death. The pt was female, had surgery, and was returned to surgery. There is info that refers to the cuff and a failure to seal.

Manufacturer narrative:
There was no model or size identification of the shiley tube in the maude report. A copy of the maude report is attached to this MFR's report for reference. Note: this is being submitted as a 5-day report possibly associated with z-1462-2010/z-1523-2010.